Manufacturer narrative:
A review of the device history record (DHR) could not be completed since a lot number was not obtained. Review of dhrs for the last 12 months did not find any issues that would be linked to this incident. Without a sample being provided, the failure mode and definitive root cause could not be determined. The plant's quality system mandates suitable in-process controls to measure the seal integrity of representative samples. Currently, we are pulling eighty-six samples during production of each lot and testing them at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled from these lots meet the predetermined criteria before they are released. It should be noted that there are no chemicals present that would produce gases or other "explosive" elements when the pack is activated. Also, the maximum temperature the food grade chemicals can produce is 114 degrees f. (B)(4).

Event description:
Based on the customer's claim; one instant hot pack exploded while an employee was trying to activate it. Occupational therapist went to the ER. No further information was provided.